Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an insulin pump error alarm and it stopped working. The customer's blood glucose level was 250 mg/dl at the time of the incident. The customer stated that they noticed water in the battery terminal before the critical error. The customer attempted to deliver a bolus but was not confident. The insulin pump was exposed to a high magnetic field. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with pump error 35 alarm and critical pump error (open book image) alarm during testing due to moisture damage on the electronic assembly. Device was received with missing serial number label, cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place.